Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device is not available to stryker.

Event description:
As reported in ethics hotline case number (B)(4): "on (B)(6) 2018, at least one screw and one plate malfunctioned while a surgeon was trying to put in a walking peg. The procedure was done correctly, but when the screw was used it only spun and could not engage. A second screw, however, did engage successfully". Rep verbally reported a 10 min surgical delay, no adverse consequences to the patient. Primary procedure.

Manufacturer narrative:
The reported event that volar smartlock distal radius plate, narrow, right,short, 9 holes was alleged of 'no locking effect' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported in ethics hotline case number (B)(4): "on (B)(6) 2018, at least one screw and one plate malfunctioned while a surgeon was trying to put in a walking peg. The procedure was done correctly, but when the screw was used it only spun and could not engage. A second screw, however, did engage successfully". Rep verbally reported a 10 min surgical delay, no adverse consequences to the patient. Primary procedure."